Event description:
It was reported that the surgeon inserted a competitor's lens and the injector plunger overrode and tore the lens during insertion. The incision was enlarged to remove the lens and another iol was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Eval results: a lot order search was conducted on the injector and cartridge. There were one similar complaint found for the injector and two similar complaints found for the cartridge within the lot orders.